Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having cancer and nodules in lungs and also removed a breast a couple years ago. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A correction to b5 was made and should be. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused cancer and nodules in lungs. The patient did not report to receive medical intervention. After the second attempt to have the device and components returned for evaluation, customer replied that she has recieved the new device and she will send the device back and wants some time as she is busy and neeed some time. Customer declined to respond to the gfe related questions and terminated the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. In initial report, section b7 was not captured, corrected and updated in this report. Section h6 updated in this report.

Manufacturer narrative:
In previous report, section g3 was wrongly captured, corrected and updated in this report.